Manufacturer narrative:
Additional information was received that the patient¿s infection was not device related and it was unknown on what caused the infection.

Event description:
A report was received that the patient had developed an infection at the ipg site. There was drainage at the ipg site. It was believed that the infection was not procedure related. The patient was prescribed antibiotics and underwent a revision procedure wherein the ipg and lead were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).concomitant medical products: model #: sc-8352-70, serial/lot #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. There was drainage at the ipg site. It was believed that the infection was not procedure related. The patient was prescribed antibiotics and underwent a revision procedure wherein the ipg and lead were replaced. The patient was reportedly doing well postoperatively.